Event description:
The patient presented severe aspectic synovitis from the time of implant to explant date. The pt never had test or lab changes. Preexisting medical conditions and allergies are unk. He smokes 7 cigarettes/day. He doesn't consume alcohol. "Concomitant medical products and."